Event description:
It was reported that the subject was enrolled in the (B)(6) study. Subject had a deep joint infection, in which the tibial insert was revised. Left knee

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. Subject had a deep joint infection, in which the tibial insert was revised. Left knee.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device was not retained after revision surgery.